Manufacturer narrative:
On february 4, 2021, the mentor failure analysis lab received the device for evaluation. On february 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the clinical gel sltx, 300cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 5.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following information was erroneously omitted from the initial report sent on (B)(6) 2021: ultrasound found multiple silicone containing lymph nodes on the left side. The largest silicone containing lymph node measures 3.4 cm. Manufacturer¿s reference number: (B)(4) omitted information from section b 5. Event description: ultrasound found multiple silicone containing lymph nodes on the left side. The largest silicone containing lymph node measures 3.4 cm.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, late onset seroma, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two mentor clinical gel sltx as part of a clinical study, suffered left breast seroma on (B)(6) 2017 and had a doctor drain it. The patient is suffering seroma again, which was reported to be painful when they turn to sleep. In addition, a mammogram taken on (B)(6) 2020 confirmed that the implant has ruptured spontaneously. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following information being erroneously omitted from the initial report sent on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) section e. 1. Initial reporter country code has been populated with USA section h 5. Labeled for single use? Updated from no to yes.